Event description:
On (B)(6) 2012, the pt reported that a full insulin cartridge leaked insulin during use into the cartridge compartment of the infusion device. Insulin leaked out of the bottom of the insulin cartridge. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged insulin cartridge was discarded. The infusion device was replaced and requested to be returned for eval along with the adapter.